Manufacturer narrative:
Follow-up report - device evaluation ((B)(6) 2018): monitor sn (B)(4) and electrode belt sn (B)(4) were returned to zoll manufacturing corporation for evaluation on (B)(6) 2018. Upon receipt, the monitor and electrode belt were found to be fully functional. The monitor and electrode belt passed all incoming functional tests. Incoming functional tests include a check of response button functionality and the ability of the device to acquire an ECG signal and deliver five full energy (150j) biphasic pulses. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The two response buttons were confirmed to be fully functional. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The review of the downloaded software flag files did not reveal any fault flags or patterns of flags to indicate a device malfunction that would have contributed to the event. There is no indication of any device malfunction contributing to the observed noise on the fb channel. Per analysis of the continuous ECG data from the monitor, for approximately 3 minutes prior to the non-lifevest external defibrillation, the patient was in a non-sustained ventricular tachycardia rhythm (nsvt) and not a sustained vt rhythm. The lifevest was not designed to treat nsvt. An engineering analysis of the event confirmed that despite the noise on the fb channel, the device was monitoring the patient's rhythm on the ss channel. The nsvt was appropriately not declared a treatable rhythm as the device's detection algorithm criteria was not met. The rhythm was changing from nsvt to normal sinus beats and back to nsvt. This prevented the axis from stabilizing and the arrhythmia detection criteria from being met. Per the ECG analysis, following the non-lifevest external defibrillation shock, the patient's rhythm was a sustained vt at 180 bpm which the device appropriately detected. The vt degraded to vf 12 seconds prior to disconnection of the electrode belt. A treatment was not delivered due to response button use and disconnection of the electrode belt. According to details surrounding the event, ems was called to the scene. The response buttons were pressed and the electrode belt was disconnected after the external defibrillation was applied, indicating that the medical professionals were responsible for the intervention during their resuscitation attempts. There is no indication of any device malfunction contributing to the event. The equipment was fully functional upon return. Per the ECG and engineering evaluations, the equipment operated as designed. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been returned to zoll manufacturing corporation. A supplemental report will be submitted upon completion of the equipment evaluations. Device manufacture date: monitor: 10/17/2014; belt: 05/05/2014.

Event description:
A us distributor reported that a (B)(6) patient passed away on (B)(6) 2018 at 5:45am. Per the patient's daughter, the patient was either at or in transport to a clinical center by paramedics. The daughter was unsure if the device was being worn at the time of passing and indicated that the device had not alarmed during the patient's passing. A review of the available downloaded software flag and ECG data indicates that the device first detected bradycardia at 04:54:21 am. The device is designed to record a software flag when bradycardia is detected. Bradycardia is not considered a shockable rhythm. Per the flags, the battery was removed briefly at 05:01:06 am, before the device was powered back on normally at 05:02:02 am. At 05:05:08 am the device entered a treatment sequence due to the presence of CPR artifact. The ECG recording shows that the patient was in bradycardia at the time. The device appropriately exited the detection sequence without delivering a treatment at 05:05:11 am. Bradycardia was noted in the flags again at 05:08:46am and 05:10:18 am. The available ECG recordings indicated that at approximately 05:18:08 am, the patient was in vt at 180 bpm. Approximately 2 seconds later, the patient was externally defibrillated while in vt. The external shock was unable to convert the patient's rhythm, which remained vt at 180 bpm. Review of the ECG recording showed that the side-to-side (ss) ECG channel had a clean signal, but the front-to-back (fb) ECG channel was obscured by noise. The device entered a treatment sequence for the second time at 05:18:37 am. The ss channel showed that the patient was in vt at 180 bpm, and the fb channel remained obscured by noise throughout the entire event. Beginning 16 seconds after the device entered the treatment sequence, the response buttons were pressed multiple times, delaying a lifevest treatment from being delivered. The electrode belt was disconnected at 05:19:24, which was 17 seconds after the response buttons were last pressed. The ECG recording indicates that the patient's rhythm had degraded to vf during the last 12 seconds of the detection sequence, prior to the belt disconnection. The lifevest did not treat the patient during the detection sequence due to the use of the response buttons and the electrode belt disconnection. Per the daughter's report that the patient was with ems, the presence of CPR artifact during 05:05:08 detection, and the observed external defibrillation, it is likely that medical personnel were responsible for the response button usage and electrode belt disconnection. The equipment has not yet been returned for evaluation; therefore, the continuous ECG data is not yet available for review. It is unknown how long the patient was in vt and or how long noise was present on the fb channel before the external defibrillation was delivered. The source of the noise on the fb channel is unknown at this time.

Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been returned to zoll manufacturing corporation. A supplemental report will be submitted upon completion of the equipment evaluations. Device manufacture date: monitor: 10/17/2014; belt: 05/05/2014.

Event description:
A us distributor reported that a (B)(6) patient passed away on (B)(6) 2018 at 5:45am. Per the patient's daughter, the patient was either at or in transport to a clinical center by paramedics. The daughter was unsure if the device was being worn at the time of passing and indicated that the device had not alarmed during the patient's passing. A review of the available downloaded software flag and ECG data indicates that the device first detected bradycardia at 04:54:21 am. The device is designed to record a software flag when bradycardia is detected. Bradycardia is not considered a shockable rhythm. Per the flags, the battery was removed briefly at 05:01:06 am, before the device was powered back on normally at 05:02:02 am. At 05:05:08 am the device entered a treatment sequence due to the presence of CPR artifact. The ECG recording shows that the patient was in bradycardia at the time. The device appropriately exited the detection sequence without delivering a treatment at 05:05:11 am. Bradycardia was noted in the flags again at 05:08:46am and 05:10:18 am. The available ECG recordings indicated that at approximately 05:18:08 am, the patient was in vt at 180 bpm. Approximately 2 seconds later, the patient was externally defibrillated while in vt. The external shock was unable to convert the patient's rhythm, which remained vt at 180 bpm. Review of the ECG recording showed that the side-to-side (ss) ECG channel had a clean signal, but the front-to-back (fb) ECG channel was obscured by noise. The device entered a treatment sequence for the second time at 05:18:37 am. The ss channel showed that the patient was in vt at 180 bpm, and the fb channel remained obscured by noise throughout the entire event. Beginning 16 seconds after the device entered the treatment sequence, the response buttons were pressed multiple times, delaying a lifevest treatment from being delivered. The electrode belt was disconnected at 05:19:24, which was 17 seconds after the response buttons were last pressed. The ECG recording indicates that the patient's rhythm had degraded to vf during the last 12 seconds of the detection sequence, prior to the belt disconnection. The lifevest did not treat the patient during the detection sequence due to the use of the response buttons and the electrode belt disconnection. Per the daughter's report that the patient was with ems, the presence of CPR artifact during 05:05:08 detection, and the observed external defibrillation, it is likely that medical personnel were responsible for the response button usage and electrode belt disconnection. The equipment has not yet been returned for evaluation; therefore, the continuous ECG data is not yet available for review. It is unknown how long the patient was in vt and or how long noise was present on the fb channel before the external defibrillation was delivered. The source of the noise on the fb channel is unknown at this time.